Manufacturer narrative:
The user facility did not involve the local dräger s&s organization into any follow-up measures. The unit is more than 6 years old, the status of preventive maintenance and repairs is unknown. This lack of relevant details does only allow a general assessment and no case-specific evaluation. The most likely causal connection to an unexpected shut-down is a power failure. Under consideration that this is correct, there must have been circumstances that did not allow operation on internal battery. Multiple scenarios would be imaginable: the device was probably running on battery until the latter was depleted or the ventilator was disconnected from mains supply and went suddenly off due to a depleted/damaged battery. The internal battery serves as a back-up to cover mains power losses and shall be regularly inspected as well as replaced every two years. It is also part of the daily pre-use check that the user is advised to disconnect the device from mains supply to verify that the internal battery is available to ensure that operation is being continued if mains power gets lost for whatever reason. Hence, if indeed the triggering condition was a device malfunction and not a use error or infrastructure problem, it is seen likely that the reported event could only manifest due to occurrence of further factors such as use error or lack of maintenance, it is not known when the last battery replacement was performed if ever. A more specific conclusion is not possible on the base of the few available details.

Event description:
It was reported that the ventilator display suddenly went black and the device stopped operation without alarm. The patient was immediately disconnected - ventilated manually - and reconnected to a spare device. Reportedly no change of patient oxygen saturation occured - the vital signs remained stable. So, no injury or serious impairment of patient's health occured.